Manufacturer narrative:
The product was not returned for analysis; the lens remains implanted. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. Additional information has been requested. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported that an implanted intraocular lens (iol) was noted to be scratched. The surgeon did not proceed in the secondary procedure to replace the iol due to a hole in the capsule. Additional information has been requested.